Event description:
During a remote follow-up, an error message was received due to programmed settings on the device. The device was reprogrammed to nominal values to resolve the event. The patient was stable and will continue to be monitored.